Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08791. No device was returned. The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined the possible causes of the reported event are the lid being contacted with a scope when it was closed and/or something hard hit the lid. Design of the device or manufacturing cannot be confirmed as factors to cause of the event. Though it is presumed the event was due to the user handling, it is difficult to specify. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: chapter 3 inspection before use, 3.2 inspecting the lid and lid packing. Before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The field service engineer (fse) performed a site visit. The reported device was checked and the broken cover lid was replaced. Safety check was performed, device was tested and passed all specifications. IFU(instructions for use) states: the oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in the manual. If any irregularity is observed, do not use the equipment. The equipment must be repaired prior to next use.

Event description:
It was reported that the device top cover needs replacement as it was found broken. No further details provided regarding the event. No patient involvement on this report, no user injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer's updated investigation results and to update the following sections: d8, g3, g6, h2, h3, h6 and h10. The olympus field service engineer who is charge of the high volume complaint customer, provided additional information regarding the cause of the reported event. Based on the information, the legal manufacturer determined the likely cause of the reported crack in the lid of the automated endoscope reprocessor was due to the following: - the user closed the lid while the connecting tube stuck. - the user closed the lid without setting a scope properly in the reprocessing basin. It is believed that insufficient training on the reprocessing technicians who were changed due to covid-19.